Manufacturer narrative:
Corrected: h10. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2: other # (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the procedure involved in case was l4-5 decompression and l4-5 fusion with removal of l3 screws and l4-5 fixation and fusion of l4-5 with removal of hardware. During the removal of hardware, a driver broke off while attempting to remove a screw. The head of the driver broke off into the screw. The surgeon was able to retrieve the driver head from the screw. Both parts of the driver that were retrieved were intact and the patient was unharmed during this event.

Event description:
Information was received from a manufacturer representative regarding a t-25 driver having lumbar hardware removal therapy. It was reported that the tip of the t25 driver was broken. There was no patient involvement reported. There were no further complications reported regarding the event. Additional information received that product was used in prior surgeries before it was broken. Event occurred during post-op.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G1: first name, last name, e-mail, phone number updated. H3: product analysis # pe:(B)(4) : part # 5480004v, lot # kh16e065 visual examination confirmed the tip of the driver has broken. Optical inspection of the fracture surface revealed a fairly flat ductile fracture with circular material flow. This type of damage is consistent with torsional overload. H6: updated eval code method (fdm/annex b) and eval code result (fdr/annex c) codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.